Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 1000 mg/dl. The customer also experienced nausea, vomiting and extreme thirst. The customer stated that her doctor wanted the insulin pump replaced because this one was not working. She stated that her cannula was bent when the infusion set was removed, but there was no no delivery alarm in the alarm history. The settings and bolus history were reviewed, and both were correct. Advised the customer that the insulin pump would be replaced per her doctor's orders. Nothing further was reported.